Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not detected on the communication bus due to a connection issue. A field service engineer reseated all connections on both drawer controllers and the module controllers to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.1 was not detected on the communication bus, preventing users from removing medication. The customer stated that there was no delay as they were able to get the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not detected on the communication bus due to a connection issue. A field service engineer reseated all connections on both drawer controllers and the module controllers to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.1 was not detected on the communication bus, preventing users from removing medication. The customer stated that there was no delay as they were able to get the medication from another station. There were no adverse events or injuries reported based on this incident.